Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Event description:
On (B)(6) 2011, the lay user/ patient contacted lifescan (lfs) alleging her onetouch ultralink meter read inaccurately high compared to her expected result. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began on (B)(6) 2011 at 730am. The patient reported a blood glucose result of "198 mg/dl" with the subject meter. The cca was advised the patient manages her diabetes with novalog insulin. At the time of the alleged issue, the patient took an increased dose of her insulin (2.5 units). About 5-10 minutes after the alleged issue, the patient claimed she felt symptoms of trouble focusing, trouble walking and was very shaky. The patient took ate candy and went to her physician's clinic. While at the clinic, the patient was given glucose tablets and juice as treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement. The cca walked the patient through a control solution test which did not fall within the control solution range. Replacement products were sent to the patient. This complaint is being reported because the patient claims she obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.